Event description:
Procedure type: lap hernia repair. According to the reporter: the pin fell out during positioning at the beginning of the procedure. There was no report of pieces falling into the cavity or impacting the patient. No patient injury was reported.